Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a hysteropexy with sacrospinous ligament fixation procedure performed on (B)(6) 2014. According to the complainant, post procedure, the patient's left ureter did not have urine output. So, the physician placed a stent. However, the patient continues to have voiding issues and is still in the hospital.